Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endostat iii rf generator was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, it was noted that the tubing caused a drop in the irrigation pressure; however the procedure was still completed with this endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event: pump not irrigating properly. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.